Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 201 mg/dl. Customer stated that the alarm occurs every time he boluses. Customer reported that there was a small crack in the screen. Customer does not use the sensor feature on the pump. Customer stated that he was able to complete the rewind sequence. Customer was advised to retrieve their pump settings and return the pump with the battery. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer agreed to return the pump. No additional info provided.